Manufacturer narrative:
The investigation of this was completed. A clinical evaluation was able to confirm the reported event and also was able to identify a type 3b endoleak and a component separation. The root cause of the reported event is unknown. The devices involved in the event were not returned for further evaluation. Potential contributing factors to the reported event include; off label use, patient anatomy, and minimal overlap of initial implanted components.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, two infrarenal aortic extensions and two limb extensions on (B)(6) 2013. Upon follow up computed tomography (CT) showed a type 3a endoleak. The physician elected to implant a suprarenal aortic extension and an infrarenal aortic extension to seal the endoleak. The patient is in stable condition.